Event description:
It was reported the patient's implantable neurostimulators (ins) turn themselves off and they had to turn them back on. It was noted that this started two weeks ago. The reporter stated they did not have anything in their house that could cause this. The reporter further stated they were just lying in their bed watching tv when their device goes off. It was noted the patient could not walk when the device was off. It was further noted the patient did not understand why their healthcare professional would not replace the ins. The reporter stated the hcp told them the ins had 36% left. Additional information was requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2014-04457.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 3387s-40, lot# v013740, implanted: (B)(6) 2006, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 7435, serial# (B)(4), product type: programmer, patient. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3387s-40, lot# v013740, implanted: (B)(6) 2006, product type: lead. Product ID 7438, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient thought he needed to have his devices changed. It was noted that they were not working like they used too.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v013740, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the cause of the event was unknown. Impedance measurements were within normal limits. Patient was seen on (B)(6) 2014, left subthalamic nucleus battery was at 3.71 and right subthalamic nucleus battery was at 3.72v and 98% use. No actuations. The patient was interrogated on (B)(6) 2014 and battery was ok the left subthalamic nucleus was increased from 2.9v to 3.1v. The patient had not required hospitalization and there was no patient injury. The patient had this complaint frequently and ins consistently showed 98-100% use with normal impedances. Reassurance and review of the ins use often resolved concern.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v013740, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387s-40, lot# v013740, implanted: (B)(6) 2006, product type: lead. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).